Manufacturer narrative:
No further information was provided for the investigation. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
We received an allegation of discrepant results for 1 patient urine sample tested for creatinine jaffe gen.2 (crej2) on a cobas 6000 c501 module. The initial result was 4 mg/dl. The repeat result was 110 mg/dl. The questionable result was not reported outside of the laboratory. The sample was repeated as the initial result was lower than the reference range.